Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed sodium (na) result for a patient sample when running on the architect c16000 processing module. The following data was provided (normal range: 135-146 mmol/l): sid (B)(6): initial na run: 116 mmol/l on sn (B)(4); repeated result: 141 mmol/l on both sn (B)(4). There was no impact to patient management reported.

Manufacturer narrative:
The customer resolved the issue by bleaching the ict module on the architect c16000 processing module, serial number (B)(6). No additional discrepant result issues have been reported since the ict module bleach procedure was completed. List number 09d28-03 ict module was determined to be the likely cause of the issue. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending was reviewed and did not identify any related trends related to the complaint issue. The device history record was reviewed and did not identify any non-conformances or deviations for the part or for the analyzer associated with the complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.updated concomitant section to include: aero c8k ict mod, 09d28-03, unknown.